Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3998, lot# j0546829v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had reached end of service (eos) and they had a broken lead. The reporter stated they had been trying to get a new ins implanted for over a month. It was noted the patient was in pain. It was further noted the patient¿s ins lasted for eight years. The reporter stated they did not know how long the lead had been broken for. It was noted the patient was reprogrammed earlier this year and they were told the ins was getting low. The reporter stated that two or three months they woke up in a position they were not used to and were in massive pain. The reporter further stated that was how they knew the ins was no longer working. It was noted the patient had been dealing with more pain in the last two months. It was further noted the patient had been working with their healthcare professional to schedule an ins and lead replacement surgery. Additional information was requested, but was not available as of the date of this report.